Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they wants to confirm rewarm was going properly. Arctic sun device was set to normothermia with a target of 37c and a rate of 0.25c/hour. Explained therapy may have been started incorrectly, but at this point the device was programmed to do the same thing. Patient temperature (pt) was 34.2c, targeted temperature (tt) was 37c, water temperature (wt) was 32c, flow rate (fr) was 3.1lpm. They confirm the yellow lines were trending together right now. Suggested they keep an eye on the graph and contact me if there were issues with the patient reached target, or if there were any alerts or alarms on the device. No further calls from this account overnight.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they wants to confirm rewarm was going properly. Arctic sun device was set to normothermia with a target of 37c and a rate of 0.25c/hour. Explained therapy may have been started incorrectly, but at this point the device was programmed to do the same thing. Patient temperature (pt) was 34.2c, targeted temperature (tt) was 37c, water temperature (wt) was 32c, flow rate (fr) was 3.1lpm. They confirm the yellow lines were trending together right now. Suggested they keep an eye on the graph and contact them if there were issues with the patient reached target, or if there were any alerts or alarms on the device. No further calls from this account overnight. Per follow up information received via phone on (B)(6) 2025, spoke with nurse who confirmed patient was microshivering and they found tension in the jaw, leading to heat generation. They noticed the water temperature drop more, but nurse educator came in during treatment to discuss the device temperatures were responding to patient movement. They adjusted patient medication to a bolus of propofol to stop movement. Therapy was completed the next day without further issues.

Manufacturer narrative:
The device was not returned. The reported event was inconclusive. Arctic sun device was set to normothermia with a target of 37c and a rate of 0.25c/hour. Explained therapy may have been started incorrectly, but at this point the device was programmed to do the same thing. Patient temperature (pt) was 34.2c, targeted temperature (tt) was 37c, water temperature (wt) was 32c, flow rate (fr) was 3.1lpm. They confirm the yellow lines were trending together right now. Suggested they keep an eye on the graph and contact them if there were issues with the patient reached target, or if there were any alerts or alarms on the device. No further calls from this account overnight. Per follow up information received via phone on (B)(6) 2025, spoke with nurse who confirmed patient was microshivering and they found tension in the jaw, leading to heat generation. They noticed the water temperature drop more, but nurse educator came in during treatment to discuss the device temperatures were responding to patient movement. They adjusted patient medication to a bolus of propofol to stop movement. Therapy was completed the next day without further issues. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Correction- d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they wants to confirm rewarm was going properly. Arctic sun device was set to normothermia with a target of 37c and a rate of 0.25c/hour. Explained therapy may have been started incorrectly, but at this point the device was programmed to do the same thing. Patient temperature (pt) was 34.2c, targeted temperature (tt) was 37c, water temperature (wt) was 32c, flow rate (fr) was 3.1lpm. They confirm the yellow lines were trending together right now. Suggested they keep an eye on the graph and contact them if there were issues with the patient reached target, or if there were any alerts or alarms on the device. No further calls from this account overnight. Per follow up information received via phone on (B)(6) 2025, spoke with nurse who confirmed patient was microshivering and they found tension in the jaw, leading to heat generation. They noticed the water temperature drop more, but nurse educator came in during treatment to discuss the device temperatures were responding to patient movement. They adjusted patient medication to a bolus of propofol to stop movement. Therapy was completed the next day without further issues.